Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: the end of the extension set is not flushing easily, hard to get fluid at the end.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the extension set is not flushing easily, hard to get fluid at the end could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: the end of the extension set is not flushing easily, hard to get fluid at the end.